Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure have been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced inflammation ("inflammation") and autoimmune disorder ("autoimmune diseases (three rare diseases)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, inflammation and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, inflammation and medical device removal to be related to essure. The reporter commented: patient went to the emergency room 3-4 months before the report. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) essure have been removed [medical device removal] inflammation [inflammation nos] autoimmune diseases (three rare diseases) [autoimmune disorder nos] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure have been removed") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3507 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced inflammation ("inflammation") and autoimmune disorder ("autoimmune diseases (three rare diseases)"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered autoimmune disorder, inflammation and medical device removal to be related to essure administration. The reporter commented: patient went to the emergency room 3-4 months before the report. Discrepancy noted in essure insertion date on (B)(6) 2021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-sep-2024: patient middle name updated. New reporter lawyer added. Essure insertion & removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure have been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced inflammation ("inflammation") and autoimmune disorder ("autoimmune diseases (three rare diseases)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, inflammation and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, inflammation and medical device removal to be related to essure. The reporter commented: patient went to the emergency room 3-4 months before the report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.